Event description:
It was reported by healthcare professional "placed in outpatient for long term IV antibiotics. After insertion, patient sent for first dose of antibiotics. Received a call that hub/needle-free connector point was leaking and continued despite several attempts to replace the needle-free connector. Pt. Returned to pre/post area for evaluation. Leakage again noted with attempted flush and PICC replaced." It was reported this occurred with three devices. (B)(6) 2022- one lot sample that was returned was found to leak at the luer connection. This report addresses the leaking lot sample.

Manufacturer narrative:
The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. Eight sealed 4 fr powerpicc catheter kits from lot: refy1242 were returned for evaluation. Three additional sealed kits from lot lot: refx5564 and three sealed kits from lot: refy3720 were also returned. The catheter kits were opened in order to remove and inspect the catheter hubs. The catheters were numbered 1 through 14 for reference. The catheters were infused and pressurized with water using a 12 ml luer lock syringe and the third catheter sample (from lot refy1242) was found to leak at the luer connection. Microscopic inspection of the purple luer adapters revealed a protrusion in the luer material within the orifice from the third sample. No leaking or damage was observed in the other samples. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. A lot history review (lhr) of refy1242 showed 37 other similar product complaint(s) from this lot number.